Event description:
It was reported that the left and right ventricular leads were found to be dislodged. The leads were repositioned and remained in use. The physician classified the event as not system but procedure related. No patient complications have been reported as aresult of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.